Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events that did not result in alarms. The report of an obstruction could not be confirmed based on the provided information. A specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events of right ventricular failure, nausea, confusion, decreased level of consciousness, and syncope could not be conclusively determined through this evaluation. The submitted log files captured two low flow events on (B)(6) 2025, which did not persist long enough to result in an alarm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, and neurological events (not stroke related). Section 1 also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site had concern of possible increased right ventricular failure versus left ventricular assist device (lvad) obstruction. Symptoms included nausea/vomiting, increased pulsatility index (pi) events and low flow events and bouts of confusion/forgetfulness and decreased level of consciousness (loc)/syncope. Negative head computed tomography (CT) and electroencephalogram (eeg) were reported. No ectopy was noted. Echocardiogram was reviewed and patient care was escalated to the cardiovascular intensive care unit (cvicu). CT angiography was to possibly be completed. Log files were sent for review. Per the site, there were no alarms over the past 24 hours. The event log file captured 3 low flow flags on 29aug2025 which did not persist long enough to trigger low flow alarms. There did not appear to be any type of mechanical circulatory support (mcs) equipment issues that caused these events. The low flow events seemed to be a patient hemodynamically related issue and not a ventricular assist device (vad) related issue. The pump files were normal. The internal lvad temperatures were also normal. Laboratory results provided showing elevation in creatinine and some slightly elevated liver enzymes that appeared to be trending downward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.